Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. As these occlusions occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.